Event description:
It was reported that the t:slim x2 pump battery would not charge properly, with the charging connection being unstable and requiring strategic positioning to establish. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different charging cable and adapter, although these were non-tandem products. Technical support informed the customer that using third-party charging supplies is not recommended for routine use but provided a replacement tandem wall adapter and charging cable to be delivered via two-day shipping. The pump began charging successfully, and no further assistance was required.